Event description:
The customer reported that they inadvertently crossmatched (compatibility) a group o patient's plasma sample with a group b donor unit and obtained false negative/compatible results using mts anti-igg card lot# 071607001-09. The customer indicated that the patient was diagnosed of lymphoma. The customer crossmatched the patient's sample with 3 group o donor units and obtained negative/compatible results. Erroneous test results were not reported.

Manufacturer narrative:
No definitive root cause was determined. The customer did not submit samples to mts for additional investigation. Therefore, the customer complaint could not be confirmed. The customer questioned the results, preventing erroneous results from being reported. Gel card malfunction could not be ruled out as contributing factor. A complaint review indicated no other similar complaints were logged against lot # 071607001-09.